Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging ventricular or atrial arrhythmia. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging ventricular or atrial arrhythmia. Medical intervention was not specified. During the evaluation of the device at pil, the evaluation found no evidence of sound abatement foam degradation/breakdown was not observed in this device. Additionally, there was dust contamination found in the device. There was a total of 2 errors displayed in the error log. There was no visible damage or functionality failures of the device, which suggests that the source of contamination was most likely external to the device.